Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was partially fired and with no damage to the spring cartridge lockout. The returned device was found to be non functional as the release button was noted to be damaged. The device was disassembled to verify the condition of the internal components; the release button was found broken and the firing trigger teeth were damaged. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the device became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. Cartridge batch# a5af3r.

Event description:
It was reported that during a video assisted thoracic lobectomy procedure, the reload stuck when fired. There was no adverse pt consequence.